Manufacturer narrative:
Part of an investigator - (B)(4).

Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with two areas of mesh erosion on (B)(6) 2010: a "dime-sized" area of erosion at the top of the vagina, next to where the uterus should be, and a linear midline erosion with not much width, extending approximately 2 to 3 cm vertically along the sagittal plane. The patient underwent surgery (date unknown) to excise and close the vaginal mesh erosion. A perineal revision was also performed (date unknown). Reportedly, the patient's asymptomatic mesh erosion has not resolved and continues. All additional information is unknown.